Event description:
PICC line was replaced 2005 and was 52cm in length. The nurse found the catheter pulled half wat cut and broken at the ports in about 5 weeks later. The catheter was removed with no harm to the patient.